Event description:
It was reported that the customer's insulin pump was dropped and submerged into the pool. The customer stated that the insulin pump had a blank screen immediately after being dropped in the pool. The customer's blood glucose was 100 mg/dl. Troubleshooting was done. Advised that the insulin pump needed to be replaced. Advised customer to discontinue use of the insulin pump and revert to a back-up plan per healthcare provider's instructions. Informed that a replacement insulin pump would be sent. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump had intermittent button response due to moisture damage on the keypad traces. The insulin pump had minor scratches on the display window, cracked case near the display window corners, cracked battery tube threads, and a cracked reservoir tube lip. No moisture damage was noted on the electronic assembly. No blank display was noted.